Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-aug-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that system was freezing and unresponsive. A field service engineer (fse) on arrival, the medstation was operating normally; second-shift pharmacy staff were largely unaware of any issue. Fse had user log in and perform basic interactions with the system, then rebooted the medstation, which restarted correctly. No freezing was observed, and staff confirmed there had been no freezing throughout the day. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station screen was frozen and unresponsive. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.